Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged issue began on (B)(6) 2015 at approximately 8:57pm when they obtained blood glucose results of 403, 543, 511, 487 and 386mg/dl which the patient felt were higher than his usual results or compared to how he was feeling. The patient manages his diabetes using insulin and adjusts the dose, and denied making any changes to his usual diabetes management regime in response to the alleged issue. The patient alleged experiencing symptoms of "low blood sugar" on (B)(6) 2015 at approximately 4am and was reportedly treated in the emergency room (ER) by an hcp with IV fluids. The patient confirmed that his blood glucose was measured using a ER/hospital device (exact time of result unknown) with a reading of 170mg/dl. At the time of troubleshooting, the csr was unable to confirm if the meter was set with the correct unit of measure or if the test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly visited the ER and received hcp treatment for a severe blood glucose excursion, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.